Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported intermittently the system failed to display an image. There are no reports of patient injury or death associated with this event.